Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in (B)(4) 2015. This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 06-aug-2015 who had essure (fallopian tube occlusion insert) inserted. Consumer reported that essure procedure caused her heavy bleeding 3 weeks out of the month for 7 straight years. According to her, the bleeding was so bad she had to have a cryo ablation. In addition, consumer informed that the unbearable cramps landed her in the hospital several times, her depression was/is beyond words, her headaches were excruciating (some of the headaches were cluster headaches), intercourse was painful and walking would be painful. Consumer informed that she felt like something was stabbing her all the time and states that no doctor would listen. After begging for 4 years to have essure removed, her time finally came in (B)(6) 2015. It was then that the surgeon discovered fibroids, ovarian cysts, endometriosis and several metal pieces in her uterus. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding 3 weeks out of the month for 7 straight years (seen as genital bleeding) and unbearable cramps landed her in the hospital several times / felt like something was stabbing her all the time. The events are serious due to medical importance and hospitalization, respectively, and are listed in the reference safety information for essure. She also reported that during essure removal, the surgeon discovered several metal pieces in her uterus. This event, seen as device breakage, is serious due to medical importance and unlisted. In this case, it was not reported when essure broke. With regards to the other events, she started experiencing after essure insertion. Given the event's nature and based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. Due to essure removal, this case was regarded as incident. Additionally, non-serious events were reported.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Internal correction on 24-nov-2015 during internal review it was notified that the previously reported initial receipt date 06-aug-2015 is incorrect. The correct initial receipt date of the case is 09-aug-2015

Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a product technical issue. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding 3 weeks out of the month for 7 straight years (seen as genital bleeding) and unbearable cramps landed her in the hospital several times / felt like something was stabbing her all the time. The events are serious due to medical importance and hospitalization, respectively, and are listed in the reference safety information for essure. She also reported that during essure removal, the surgeon discovered several metal pieces in her uterus. This event, seen as device breakage, is serious due to medical importance and unlisted. In this case, it was not reported when essure broke. With regards to the other events, she started experiencing after essure insertion. Given the event's nature and based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. Due to essure removal, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.